Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient did not store the sensors according to manufacture recommendations, which is off-label usage of the device. According to the patient, on approximately (B)(6) 2025, the patient experienced diabetic ketoacidosis, and that the cgm reading was off by 130 mg/dl. When the patient was contacted, they stated they had a car crash due to dexcom, but the patient declined to provide further information about the event and wished not to be contacted anymore. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.